Event description:
During the patient's overnight sleep study for inspire titration, the new inspire device was used for titration. The device kept reporting that there was electrical interference. The tech called the inspire tech support for guidance. He was instructed to switch to the old inspire device. The patient complained throughout the study that it was uncomfortable and did not feel how it usually felt. Tech stayed in contact with inspire tech support throughout the night. Inspire advised him that this was not unheard of when the patient was in a new place overnight having a study performed. In the morning, inspire tech support and tech checked the previous study settings and noted during this time that the device had switched from a +-+ configuration to a -+- configuration on its own at some point in the night. This is not a setting switched during a sleep study titration. Tech stated he did not switch this setting. Representative from inspire spoke with clinic staff that morning in a three way phone call regarding the incident. Clinic staff feels that it may be the inspire programmer tablet and is reporting to their engineering team. Clinic staff stated that an FDA report will be made due to the malfunction of a medical device. Representative requested the device from use and hold further inspire titrations so the engineers can determine where the malfunction occurred.